Event description:
It was reported that the cls expansion cup broke.

Manufacturer narrative:
(B) (4). Conclusion: the investigation shows that the cause of the breakage was mechanical overload (fatigue). There are no signs of a production or material failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.